Manufacturer narrative:
(B)(4). The lead was subsequently returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage to the lead was the result of the implant procedure. Resistance and pressure testing confirm the electrical continuity and insulation integrity of the lead. Evaluation did not confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing and efforts to obtain additional details were unsuccessful. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.